Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.50mmx12mm promus premier¿ stent was selected. During preparation, it was noted that the stent came off from the delivery system. The procedure was completed with another promus stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was fully sealed within its pouch. The header-bag was removed from the pouch and it was revealed that the header-bag was also fully sealed . The device was then removed from the header-bag and shipping coil. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and microscopic examination found no issue with the profile of crimped stent balloon and tip section of the device. The product analysis found no evidence of use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.50mmx12mm promus premier stent was selected. During preparation, it was noted that the stent came off from the delivery system. The procedure was completed with another promus stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).